Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced no sound perception and a loss of connection to the internal device subsequent to sustaining a head trauma due to a fall with a bruising evident over the implant site. It was also reported that 2-3 electrodes were extracochlear when compared to post operative CT scan imaging indicating migration of electrode array has occurred. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.